Event description:
Codan medical 50-60 ml amber colored syringe noted to have greasy liquid inside barrel of unused syringe as well as on the neck of the syringe barrel. Fluid identified by manufacturer as dow corning 360 medical fluid which is used to lubricate the plunger. According to dow corning, 360 medical fluid is approved as a lubricant only and should not be considered safe if amount of fluid in the syringe would be enough to be injected.